Manufacturer narrative:
Product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be investigated due to an unrelated issue. The pump failed to power on. A battery compartment crack and battery compartment moisture was observed. A battery compartment leak was observed during leak testing. The battery cap threads were damage and was unable to properly secure to the pump. The bolus button was observed to be torn. Moisture was observed on the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported the battery compartment was cracked and there was evidence of moisture ingress into the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.